Manufacturer narrative:
(B)(4).

Event description:
A ventilator was returned to the manufacturer for service. There was no serious patient harm or injury that occurred or was reported. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, an error code related to the internal battery was observed. Err_perm_fail_int_li_ion means there was an internal li-ion battery permanent failure. The internal battery pack needs replaced to address the issue. Additionally, during the evaluation of the device at the manufacturer's service center, an urgent reminder error code was observed. Err_urgent_reminder is a notification to the user that one or more ¿ventilator service required¿ errors are active in the system. This is informational. Also, during the evaluation of the device at the manufacturer's service center, the front case enclosure, rear case enclosure and base enclosure assembly were found to have damage and replaced. The device was found to have missing/displaced rubber feet, issue address with replacement of base enclosure assembly. The cord retainer was found to be missing/broken, the cable clamp was replaced. The porting block port was found to be pinched/damaged, the universal porting block replaced.